Manufacturer narrative:
Hill-rom technical support provided the account with the part for the side rail membrane. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the hilow switch membrane and the issue was resolved. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the hilow would self-run. The bed was located in a patient room at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).